Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. Based on the results of the investigation, is likely a deviation of the reprocessing method from the instruction for use may have caused the foreign material to remain. The event can be detected and prevented by following the instructions for use: gif/cf/pcf-290 series operation manual, chapter 3¿preparation and inspection¿ describes how to detect the subject event. Gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign object inside of the nozzle. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.